Event description:
Report received of a non-delivery of the secondary line. It was reported that the device was set to deliver an unidentified solution via the secondary line with a volume to be infused of 10ml at a rate of 20ml/hour via a 12ml bd monoject syringe. The primary rate was reportedly at 50ml/hour. The nurse reported that the secondary volume never delivered. The customer contact reported no adverse event or harm to the pt. Though requested, no further info was available.